Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report that the patient saw the school nurse on (B)(6) 2015, due to her mild discomfort at the sensor insertion site. The sensor was inserted in the abdomen on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted that the user guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. The complaint cannot be confirmed. A root cause cannot be determined.